Manufacturer narrative:
D4. Model number, lot number, catalog number, expiration date and unique identifier (UDI) # updated. D10. Concomitant product/therapy updated. H4. Device manufacture date updated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced stress urinary incontinence. A cystoscopy was performed, and it was identified that the pump placement was too close to testicle. The pump was explanted and a new was placed in new site. No further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced stress urinary incontinence. A cystoscopy was performed, and it was identified that the pump placement was too close to testicle. The pump was explanted and a new was placed in new site. No further patient complications reported.

Manufacturer narrative:
A3a. Sex updated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced stress urinary incontinence. A cystoscopy was performed, and it was identified that the pump placement was too close to testicle. The pump was explanted and a new was placed in new site. No further patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device component pump was visually inspected and functionally tested for leak. No damage or anomaly was noted, and no leak was identified. The reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced stress urinary incontinence. A cystoscopy was performed, and it was identified that the pump placement was too close to testicle. The pump was explanted and a new was placed in new site. No further patient complications reported.